Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife device was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the needle of the microknife rx 3l needle knife fell off and was retrieved using biopsy forceps. Reportedly, the exposed needle had fully exited the endoscope when the device was energized. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.